Manufacturer narrative:
(B)(4).

Event description:
It was reported that this defibrillator recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. The device emitted beeping tones associated to the code 1003. This device was explanted and replaced. No additional adverse patient effects were reported.